Manufacturer narrative:
Pentax model ec34-i10l is classified as ife (import for export), therefore 510k is not applicable. A same model (ec34-i10l-us) is distributed in the USA only with 510k number k131855. (B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical became aware of a report for an event which occurred in the united states with the reporter stating they had previously sent the device in for repair because a foreign object came out of it after a procedure involving pentax medical model ec34-i10l, serial number (B)(4). The customer indicated that they received the endoscope back and that before using it an object came out of the distal end of the scope. The customer reported that rubber came out of the scope and it was hard to clean the channels. The scope is expected to be returned to pentax medical. The customer owned endoscope was received by pentax medical for evaluation on 16-jul-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the technician was unable to confirm the customer complaint but did documented the following inspection findings: operation channel- primary slice by accessory, leak at # 1 remote control button cover, failed wet leak test, failed dry leak test, pve electrical connector frame mild corrosion, # 1 remote control button cover cracked, biopsy inlet t-piece residue build up, suction tube severe scratch by accessory, fluid invasion not observed in control body. The device underwent repairs including the following components: o-rings and seals, operation channel, bending rubber, angle wire assy, adjusting collar, remote control button(1), suction channel lg, x-ring(1.8x19.6) gray, thermo-seal. The endoscope is awaiting repair and approved by final qc as 14-aug-2021. Model ec34-i10l, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service.

Manufacturer narrative:
Evaluation summary: information on previous repairs could not be obtained, but the investigation results of so3134384 confirmed that the suction line had been cut and liquid had entered. From this, it is determined that the solid lubricant used in the endoscope came out to the distal end from the cut suction tube together with the liquid. Correction information g4: premaeket identification PMA/510(k). G6: follow up #1. H2: type of follow up. H6: coding changed based on the investigation result. Additional information h4: device manufacture date.